Manufacturer narrative:
Bayer service performed a system service check out of the stellant d injector (serial number (B)(4)) on march 15, 2017 and confirmed that the injector was operating within specification. The offer of additional applications training was declined by the department supervisor who admitted that this issue was caused by user error. The site continues to use the stellant CT injection system after the reported event. No further issues have been reported.

Event description:
Bayer radiology was notified of an injury that occurred to a technologist while the stellant CT injection system was in use. The customer reported that the technologist had attempted to stop the piston movement by grasping it with his/her hands in lieu of using the red stop button on the user interface which terminates the injection (stops injector head motion) and disarms the system. The technologist's finger became pinched between the piston and plunger of the syringe which caused an injury. The technologist was referred to the emergency department at which time an x-ray confirmed a fractured finger. A splint/cast was applied to the technologist's finger and he/she was placed on modified duty within the department.